Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D10 therapy date: (B)(6) 2024. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a surgery with the fiblink for fixation of the tibiofibular. The fracture of distal fibula was fixed with a plate. After the fixation of the distal fibula, a separation between the tibia and fibula was observed, and the fiblink in question was to be used. The surgeon inserted the guide wire in the fiblink set into the oval hole of the plate using a 3.5 mm drill guide for non-locking and neutral sleeve adaptor and drilled with the hollow drill in the fiblink set. The tip of the drill bit interfered with the front of the hole. Therefore, the surgeon changed the drilling direction inside the oval hole and created the burr hole. At that time, the surgeon used a hospital-owned 1.5 mm k-wire because the guide wire was bent. The tibia screwdriver and the implant were inserted up to the optimal position. The surgeon tried to unwind the green retention suture from the driver handle by pulling laterally but couldn't. Once again, the surgeon checked the looseness of the green retention suture and tried to pull the driver handle laterally while moving it back and forth, left and right. However, the driver handle was pulled out with the green retention suture remaining in the tube. When the surgeon pulled the green retention suture, it was not pulled out. When the assistant surgeon pulled the green retention suture, it was pulled out of the tube, it means the green retention suture was snapped. The surgeon assembled a long tensioning cap onto the tensioning knob, passed them through the tube, grasped the silver tube with the needle holder, pulled it laterally, and deployed the fibula link and permacord. The surgeon advanced the tensioning knob by turning while lightly pulling the silver tube laterally. Since the distance between the tibia screw and the fibula link appeared to be too short, the surgeon turned the tensioning knob in the opposite direction to loosen it just to be sure, firmly pulled the silver tube laterally again to check for deployment, and moved the tensioning knob forward while pulling the silver tube to ensure that the fibula link not to be pushed in. The surgeon turned the tensioning knob to adjust tensioning. At that time, the surgeon proceeded with the procedure checking the image intensifier because the fingertip feeling of tension is very light. During turning the tensioning knob, snap sound was heard, and the tensioning knob detached from the implant. When the tensioning knob was removed from the silver tube and checked, the head part of the tensioning cap remained in the knob. The tensioning cap broke off just under its head part, and the shaft of the tensioning cap was remained in the bone. The surgeon pulled out the gold and silver tube. The surgeon removed the shaft of the tensioning cap using a screwdriver. The surgeon removed the fibula link using locking hemostatic forceps, etc. Because extraction instruments were not able to be connect to the fibula link from the lateral side of the fibula. The surgeon also removed a part of the suture. The surgeon removed the tibia screw by inserting an extraction instrument from the lateral. The surgeon inserted a 3.5 mm×40 mm cortex screw into the burr hole instead of the fibulink eventually, and completed the fixation of the tibiofibular. The surgery was completed successfully with 45 minutes delay. After the surgery, the assistant surgeon and the sales rep confirmed that the green suture snapped. The permacord was also considered to have snapped because the fibula link was able to be removed by grabbing it from the anterior. This report involves one (1) fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the , depuy synthes, ot its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be broken from the head of the long tensioning cap. The broken fragment was not returned for evaluation. Additionally, the 1.4 mm k-wire was found bent. No other issues were observed. The observed conditions of the device was consistent with a random component failure that may have been caused by exposure to unintended forces a dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed due to the post-manufacturing damage. Therefore, the functional issues mentioned in the event description cannot be confirmed. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR) : part# fgs-1100, synthes lot # 22e013, supplier lot# 22e013, release to warehouse date: jun-27-2022 , supplier: (B)(4) . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.